Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the c-34 error. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Fa confirmed c-34, c-00, and m-0b errors in the logs. The unit was placed on an in-house system and was run in normal mode. The unit displayed error c-34 upon consecutive startups. The front bezel has a noticeable crack in the top right corner. No other major dents or scratches are visible throughout the unit.

Event description:
It was reported that during da vinci-assisted surgical procedure, there was a c-34 error in the erbe system. The monopolar couldn't use the coagulation function. The technical support engineer (tse) recommended the customer to reboot the system but the issue remained. The site also replaced the energy cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The ports were placed prior to the issue being identified. System functionality was checked upon powering on the system and system initially power on without errors. The procedure was completed robotically with same esu in original configuration.